Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A kink could be seen on the distal side of the strain relief from the packaging. Resistance could be felt distal to the strain relief. Other than slight resistance, device was fully patent with the guidewire. The balloon inflated, maintained air, and deflated successfully. No witness mark noticed when the strain relief was removed.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon was difficult to load onto the guidewire prophylactically. Reportedly, when attempting to pass the wire through the device the wire did not pass easily. The wire was then reportedly forced through the lumen and staged for the procedure. The procedure then proceeded as planned.